Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll syringe only mx bun had difficult plunger movement during use. The following information was provided by the initial reporter, translated from spanish to english: "it was detected in blending central that the 20ml plastic syringe is very hard to move its plunger. It means the syringe is too hard to injection and to fill it as well, and it was used too many syringes to prepare a sterile blend."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 20ml ll syringe only mx bun had difficult plunger movement during use. The following information was provided by the initial reporter, translated from spanish to english: "it was detected in blending central that the 20ml plastic syringe is very hard to move its plunger. It means the syringe is too hard to injection and to fill it as well, and it was used too many syringes to prepare a sterile blend."